Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿incidence and time course of bronchial injury following cryoablation for atrial fibrillation.¿ heart rhythm. 2016. May, volume 13: issue 5; page s482. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cardiac cryoablation balloon catheter: there were two (2) patients who experienced "intra-procedural bleeding with documented lesions"/"pulmonary hemorrhage" during the ablation procedure. The procedure was terminated and the hemoptysis resolved during the patients' hospitalization. A repeat bronchoscopy was done after one week and "complete healing" was noted for both patients. The status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.